Event description:
The patient was implanted with the syncardia temporary total artificial heart (tah-t) on (B)(6) 2011. The patient was subsequently switched from a css console to a freedom portable driver and was discharged to home. The customer reported that on (B)(6) 2012, 435 days after implant, the patient noted an intermittent hissing noise from his right tah-t cannula. The patient taped the cannula and returned to the hospital, where a cannula tear above the quick connector was observed. The doctor cut off the cannula where the tear was located and replaced the quick connector. There was no adverse impact on the patient, and the patient was discharged to home.

Manufacturer narrative:
Syncardia initiated a CAPA (corrective or preventive action) to address the cannula tear issue. The CAPA will document the investigation including, but not limited to, potential root cause and corrective actions associated with all cannula tear events. From 2004 to (B)(4) 2012, there have been a total of (B)(4) tah-t implants worldwide and a total of 18 tah-t patients who experienced a cannula breach, for a rate of about (B)(4). None of the patients experienced any injuries as a result of the cannula tears. Therefore, the risk associated with this issue is low for occurrence and low or severity. Syncardia requested that the section of cannula that was removed be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.